Event description:
It was reported to philips that the system flat detector had a problem. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted. The philips field service engineer (fse) went onsite and confirmed the reported issue. The fse performed an image test but showed that the flat detector failed. The fse checked the logfile which indicated also a flat detector error. The fse advised the customer to replace the flat detector, however the customer did not accept the quotation, and service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. No additional information has been received regarding the system¿s status. The codes were updated based on the investigation outcome.